Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2317700 model: (B)(6) batch: 5083404 / 5140958.

Event description:
It was reported that the patient experienced inadequate pain relief. The patient underwent an explant procedure. The explanted ipg and leads were discarded by the medical facility.